Event description:
On (B)(6) 2013, during total hip replacement procedure, the saw sounded different than usual, cut intermittently, and then stopped cutting. A replacement part was swapped out and worked fine with the same modular hand piece. The procedure was completed using the replacement part.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.